Event description:
Reportedly, during a device replacement procedure, the physician tried to insert the existing ventricular lead to the new subject pacemaker and turned the screwdriver. The physician confirmed the usual click sound. However, no pacing started and the ventricular lead could be extracted. After the physician confirmed visually that the tip of the ventricular lead was inserted into the pacemaker completely, he turned the screwdriver and listened a sound again. But the ventricular lead could be extracted again. The physician reportedly used the microport crm screwdriver, that was discarded.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, during a device replacement procedure, the physician tried to insert the existing ventricular lead to the new subject pacemaker and turned the screwdriver. The physician confirmed the usual click sound. However, no pacing started and the ventricular lead could be extracted. After the physician confirmed visually that the tip of the ventricular lead was inserted into the pacemaker completely, he turned the screwdriver and listened a sound again. But the ventriucular lead could be extracted again. The physician reportedly used the microport crm screwdriver, that was discarded.